Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of chest pain while an align product was being used.

Event description:
The patient reported symptoms of glottis edema (swelling caused by accumulation of fluid in the larynx), swollen face, swollen eye lids, gingival discomfort and itching of the gums and neck. The patient reported requiring an emergency services and was seen by a physician to alleviate the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners and is currently asymptomatic. The ER physician stated the event was life threatening.